Event description:
The customer's wife reports back to back results of 197 vs. 85 and 155 vs. 81 mg/dl. No report of an adverse event. Controls were not run. Return requested and replacement was sent.